Event description:
It was reported that during implant procedure that both the right atrial (ra) and right ventricular (rv) leads had abnormally low pacing impedance values. Both leads were replaced and the surgery concluded successfully. The patient was stable.